Manufacturer narrative:
(B)(4). Initial report. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inner package was broken. No damage on the outer package was reported. The surgeon had to deviate away from the initial size device and use another size to complete the procedure.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: product has not been returned. Coob has not been confirmed. The damage to the packaging has been caused during the transit process, which is neither a manufacturing or a design related issue. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 1 complaint reported with the item (initiating complaint). If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item not returned.

Event description:
It was reported that the inner package was broken. No damage on the outer package was reported. The surgeon had to deviate away from the initial size device and use another size to complete the procedure.